Event description:
It was reported that a user on the ilet experienced hyperglycemia after overtreating a perceived impending low when their blood glucose was approximately 100 mg/dl, leading to a subsequent rise to approximately 200 mg/dl; troubleshooting and education were provided on timing and quantity of carbohydrate treatment to avoid overtreatment. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of education and troubleshooting. Investigation included a review of user-reported glucose values and user coaching on appropriate hypoglycemia prevention and treatment practices. Investigation of this case revealed no device malfunction and indicated user management error related to early and excessive carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was use error resulting in transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.